Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 69-year-old male with acute myocardial infarction and cardiogenic shock, presenting in pre-support clinical condition consistent with scai shock stage e, was supported with an impella cp via right femoral artery. During support, the device functioned as intended at p-2 delivering 1.8 l/min with d5w sodium bicarbonate purge solution. The physician reported bleeding at the insertion site requiring transfusion of four units of packed red blood cells. The patient remained hemodynamically stable, and the pump had been planned for weaning and explant. Recommendations and best practices were reviewed with the physician, including discussion regarding the use of a femostop device during impella support, and clinical support center assistance was made available. The ICU (intensive care unit) nurse indicated that the impella cp was explanted by the interventional cardiologist without reported procedural complications. Hemostasis was achieved using proglide, a skin suture, and a femostop device. Following explant, the patient remained stable, vasopressor and inotropic support were successfully weaned, and no complications related to the explant procedure were reported. Bleeding is consistent with access site complications as a result of large bore procedures and the anticoagulation and purge requirements associated with impella support.